Event description:
The sales reported on behalf of the customer that the exeter stem would not fit onto the introducer when ready to be inserted into the femur. A different stem was available, no adverse consequences reported.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.